Event description:
Note: age and weight of the adult female patient is unknown. It was reported to boston scientific that while using a hyrdothermablator procedure set during an hta procedure, about half-way into the 10 min cycle, there was 100 fluid loss at 4cc/min. A small cervical seal leak was noted. The physician added a second tenacula and continued with the procedure with no further fluid loss. Superficial burn on the mucosa layer of the cervix was noted. When the speculum was removed, small burn (degree unknown) on lateral wall of vagina was also noticed.

Manufacturer narrative:
The lot number of the device used is unknown, consequently the device manufacturing and expiration dates are unknown. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.